Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion with a rapid decline in battery longevity. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed a low battery voltage. The cause for the premature battery depletion in the field was not determined. Testing and evaluation of the hybrid reported normal operation along with typical current drain levels and functionality. No hybrid anomalies were found. Battery analysis revealed no lithium (li)-plating was observed on the inside case surface nor under the head space insulator. No evidence of an internal short was found to account for the premature depletion. The lithium (li) anode was found to be highly depleted with uniform li-utilization across the entire anode. The separators, insulators and welds were intact and in good condition; no evidence of an internal battery problem was found. If information is provided in the future, a supplemental report will be issued.